Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 470 mg/dl. The customer was experiencing unexplained high glucose. Troubleshooting was performed. The customer stated that she forgot to change the reservoir when she received the low reservoir alarm. The customer stated that she did not have the test strips and was not able to measure her glucose level. The customer stated that she estimated her glucose and used her bolus wizard to treat. The customer stated that she was disconnected from the insulin pump at quick release, and she kept the same infusion set in when she was released from the hospital. The customer stated that her blood glucose was elevated when she bought the strips. The customer needed to get off from the call, and she was asked to call back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.